Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory after the device was tested on the bench. The backup operation occurred due to a single bit flip; the cause could not be determined.

Event description:
It was reported that the pacemaker was in backup operation after it had passed its elective replacement indicator. The device was explanted and replaced. The patient was reported to be doing well after the procedure.